Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 345 mg/dl and 75 mg/dl. Customer felt shaky and took glucose tablets, then took readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.